Manufacturer narrative:
Five photos were received for quality evaluation. Examination of the photos indicate that there is air in line of the infusion set in the photos. The customer complaint of air-in-line was confirmed. The investigation was forwarded to manufacturing, however, due to no physical sample being received, an investigation for root cause could not be performed. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: the clinician noticed air bubbles in the line both above and below the air in line sensor. The clinician removed all units and replaced. There was patient involvement however no patient harm.